Event description:
It was reported that t wave oversensing was observed on several stored episodes. No further patient complications have been reported as a result of this event. The right ventricular (rv) lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).